Event description:
It was reported that during an esophageal stenting procedure, resistance was encountered and the deployment suture tangled. The lesion was located in an unspecified portion of the esophagus. The ultraflex esophageal 18mm x 10mm stent delivery system (sds) was advanced to the lesion and deployment was attempted "with the catheter curved". The physician noted resistance upon pulling the finger ring approx 5cm and the resistance continued after the catheter became straight. The device was removed and the physician noted that the deployment suture appeared to be tangled. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".